Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector and a damaged connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, and a damaged set screw. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, when the right ventricular lead was connected to the device, oversensing of atrial signals was noted causing inhibition of pacing and slow heart rate. The lead was repositioned from a high septal position to the right ventricular apex. The right ventricular lead then had adequate parameters when reconnected to the device. When reconnecting the right ventricular lead to the device, the setscrew could not be engaged appropriately. The setscrew had been retracted too far and became misaligned and the top of the screw was trapped at an angle underneath the grommet plastic. The plastic covering was removed and the setscrew was successfully tightened and engaged. However, there was a concern about possible fluid ingress into the setscrew creating additional problems in the future. The device was then taken out and replaced with a new device. The right ventricular lead remains in use. No patient complications have been reported as a result of this event.